Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "a lot of pain in my chest, fever, discomfort, swelling, in short, a lot of discomfort" and "grade IV contracture with pain and breast deformity, asymmetry." The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to partial date of event b3: mar/2025 was provided.

Event description:
Patient reported right side "a lot of pain in my chest, fever, discomfort, swelling, in short, a lot of discomfort" and "grade IV contracture with pain and breast deformity, asymmetry." The event of "an area of anechoic cystic collection with slight debris and intervening beams, measuring approximately 3.0 x 0.8 x 1.8cm (vol = 2.3cm*), 1.2cm from the skin" is not device related. Device remains implanted.